Event description:
During a breast biopsy the doctor was attempting to biopsy a 2nd site and the holster cocking levers jammed. The case was stopped and the patient was rescheduled. The patient was sent home under normal post biopsy instructions. The device was returned for repair.

Manufacturer narrative:
Evaluation summary: the analysis results found that the holster firing assembly will not cock properly because the cocking lever is bent. The site replaced the firing assembly to correct the customer complaint. The holster was functionally tested and found to operate properly. No conclusion could be reached as to what could have caused this incident.